Event description:
It was reported that the user experienced recurrent low blood glucose after announcing a usual breakfast on the ilet, with the lowest value of 64 mg/dl and device low alerts occurring; the user had recently reduced a thyroid medication dose and queried whether a factory reset to relearn meals was needed. Symptoms included feeling fine without neuroglycopenic complaints. Outcomes included self-treatment and return to range without outside assistance or medical intervention. Investigation included troubleshooting and user education, with assignment for additional training regarding meal announcements and treatment of highs and lows. Investigation of this case revealed a low glucose event with unclear cause, with potential contribution from a dose¿requirement change relative to the usual breakfast announcement. It was concluded that hypoglycemia occurred with cause unclear, and additional training was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.